Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool&#59411;smarttouch&#59394;bi-directional navigation catheter and coagulum was discovered on the tip. The catheter was connected to the carto system, which was being used to map the chamber and create a voltage map. There was a normal temperature reading at the start of the case. Prior to radio frequency (rf) application, it was noticed that there was no temperature reading on the stockert generator. The smarttouch and generator cables were both changed, but the problem persisted. The catheter was then removed, at which point it was noted that there was coagulum on the tip. Attempts to flush the tip by hand and with the coolflow pump were unsuccessful. The coolflow pump had been connected to the catheter from the start of the procedure and was running at the maintenance flow rate (2ml/min). At the time the event was noted, the generator was in temperature control mode with the power set at 40w and the temperature limit set at 48 degrees c. There were no error messages on the carto, stockert generator or coolflow pump. Additionally, 5000u of heparin in 1l saline solution was used during the procedure. There was no patient consequence, and the procedure was completed successfully with a similar-like device. Although no patient consequences occurred, coagulum exhibits poor adherence to catheters. As a result, this event is MDR reportable because the coagulum could be a potential source of embolism.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure with a thermocool® smarttouch® bi-directional navigation catheter and coagulum was discovered on the tip. The returned device was visually inspected upon receipt and irrigation ports were found occluded with reddish brown material. Reddish brown material was also observed at the dome-pebax transition. However during a second visual inspection that was performed after decontamination these findings were not present. They might have been lost during the decontamination process or while sending the catheter back for analysis. Continuing with the visual inspection, bumps were observed at tip section near the peek housing area. During an x-ray analysis it was determined that it was the t-bar which slid down and applied stress to the tip section contributed to the bumps observed. Due to the t-bar being out of place, the deflection test failed. The returned device was then evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple wires were broken at the tip section creating an intermittence of temperature. An irrigation test was performed and the catheter failed because the irrigation tubing was found to be filled with reddish brown material; however no damage was observed on the irrigation tubing that might have contributed to this condition. The customer complaint regarding a temperature issue has been verified. An internal corrective action was created to address tc breakage on the tip section for st and st sf. The customer complaint regarding an irrigation issue has been verified however the failure mode does not appear to be caused by any internal bwi processes since all irrigation catheters are tested. Regarding the deflection issue, an internal corrective action was created to address the t bar issue. The root cause of the reddish brown material cannot be determined, but may be related to the use within the patient.